Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi and death).

Event description:
During the index procedure, 3 endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the mid lad which had exhibited 100% stenosis. 0% stenosis remained. Ivus confirmed that stents were apposed to the vessel wall completely. The patient was free of symptoms at the 1 year follow up. It was reported that approximately 1 year and 6 months post the index procedure, the patient died due to an acute mi. The investigator has indicated that the relationship between the death and the study stents is unknown.

Manufacturer narrative:
Relationship of the study device to the acute myocardial infraction is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.